Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The customer reported that on (B) (6) 2010, a 6dct developed a leak in the inflation system. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unk.